Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 350cc and experienced a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 9/25/2019, mentor completed evaluation of the device. Device evaluation summary: during analysis of the device it was observed parallel lines of shell wear on anterior view . Leak testing revealed two (2) tears (a and b) located in the posterior (tear a) and anterior view (tear b) measuring approximately 0.6 cm (a) and 2.6 cm (b) . Microscopic examination of the edges of each tear revealed parallel striations in tear b. No additional anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A shell wear failure may be the result of the continuous and sustained stresses to the device, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).